Event description:
The customer reported that upon boot up the system displayed a "charger failed" message. Whne pressed any key to continue a "kv on in error" message appeared. She rebooted and system worked normally. She also reported that last week the unit was in use and when went to take an exposure the mainframe display went to all squares.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.